Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately after starting to use the product, a bl vocalaid trach 8.0 mm, the customer found an air leakage. No patient injury.